Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'upstream occlusion instead of a downstream occlusion alarm' could not be confirmed or reproduced during evaluation. Evaluation was unable to reproduce the symptom due to an unrelated issue. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation.   Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced an upstream occlusion instead of downstream occlusion. The date of event, process step and the location where the event occurred were not provided by the reporter. The incident was brought to attention as an infusion of amnio and the line was clamped at the patient access site downstream clamps were discovered as closed, however, no downstream occlusion alarm occurred. According to the baxter contracted nurse that received the complaint, none of the nurses know why the clamps were closed or for how long. There was no patient harm or a safety stop implemented. No additional information is available.